Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between april 11-15, 2024. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there were two vertical cracks located on the fill port. Leak testing was performed, and it was noted that there was a leak coming out of the cracks. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause of the cracks on the fill port may be use-related in which excess force may have been inadvertently applied onto the fill port during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked near the filling port. The exact location of the leak was unspecified. This was observed after filling 50ml of solutions containing saline and 5-fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.